Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. The patient was having phrenic nerve stimulation and palpitations. The patient's pacemaker was in backup vvi mode. The device was reset and reprogrammed. Upgrading the software was discussed, but not done. The patient was stable and had no more symptoms.